Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the rep stated patient is in office today to evaluate why the ins and patient programmer became unbonded. Rep stated patient noticed this in (B)(6) 2019 following cardiac testing and having a pacemaker/defibrillator implanted in (B)(6) 2019. Rep is reporting that she was interrogating the ins today and noticed that communication to sync back to the patient programmer was very slow. Rep was going to finish programming the patient today. No patient symptoms were reported, and no further complications were reported or are anticipated.

Manufacturer narrative:
Correction: initial reporter was corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the programmer was fine, but the patient perceived there to be a problem, so the rep interrogated. It was confirmed that the programmer and implant were functioning as expected, appropriately and properly, after interrogation and programming on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.